Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hypoglycemic event on (B)(6) 2014. Patient stated that cgm device alerted her of a low but she did not treat herself quickly enough. Patient further reported that the paramedics were called but did not administer any medications and patient got herself a glass of milk. Patient did not report any further injury or medical intervention. At the time of contact with dexcom technical support, patient was doing well.

Manufacturer narrative:
(B)(4). Dexcom reviewed receiver data on (b)() 2014. Data confirms that receiver alerted patient of a low.